Event description:
It was reported that during a right laparoscopic cholecystectomy procedure, the device jammed when applying the clips. After firing, the surgeon had difficulty opening the jaws. This occurred with two devices. A third device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.